Event description:
The manufacturer received information alleging a service required code occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a service required code occurred. There was no harm or injury reported. During the evaluation of the device at the third-party service center, an error code was confirmed. The device's machine flow sensor needs to be replaced due to contamination to address the issue. Additionally, the muffler, the air foam inlet filter, filter cover, need to be replaced which are not related to the malfunction/issue, due to contamination. H3 other text : third party.